Event description:
It was reported that the product were received in totes with no liners causing debris to get inside the product.

Manufacturer narrative:
This complaint will be cancelled and is no longer reportable. The issue involved was due to a shipping issue with the third-party distributor medline and not an issue with the bd product or transportation. Both the customer and medline confirmed and medline will be handling the complaint on their side now. The manufacturer of the product also completed an investigation and could not find any issues furthering the confirmation that it isn't a product issue.

Manufacturer narrative:
(B)(4). Initial MDR. A follow up will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the product were received in totes with no liners causing debris to get inside the product.